Manufacturer narrative:
The report that the device was ¿inoperable¿ due to battery depletion was not confirmed. As received, the device was inoperable. Analysis of the device found the inability to communicate between the clinician's programmer and the implantable pulse generator was due to the device entering the service application state. Once the device has entered into the service application state, the cp will be inhibited from programming the device into the therapy application state. Analysis of the returned ipg found the device entered the service app state (B)(6) 2025 consistent with the day of the patient's revision procedure. A longevity evaluation found the device had not logged an elective replacement indication (eri) or end of life (eol) timestamp but did flag a first eri timestamp (logged by a clinician programmer or patient controller) and had normal battery depletion due to usage

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was confirmed post op.